Manufacturer narrative:
The patient underwent cervical occipital stabilization surgery on (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a post-operative issue after undergoing a surgical procedure in which actifuse was used. The procedure was for posterior cervical occipital stabilization and was further described as ¿a more complex case than usual¿. During the surgery actifuse was used to aid spinal fusion. The actifuse was inserted into the ¿milled loggias¿ (intervertebral space created during the surgery, to position the screws and the plate) and then covered by cages and bars. After 48 hours, it was observed that some of the actifuse had migrated to the space surrounding the space of application (no further detail was provided). Per the actifuse instructions, the actifuse has to be properly secured in order to prevent migration in unconstrained spaces. Per the event description, the second application may not have had a direct mechanical stabilization system in place to prevent migration and may not have been adequately covered with the patient¿s own soft tissue. The patient¿s outcome from the event was not reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the event was determined to be due to a use error. Per the instructions for use, actifuse has to be properly secured in order to prevent migration in unconstrained spaces. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was of lean normal weight (exact weight unspecified). It was reported that one 8 ml package of actifuse was used on the patient. A drain was not inserted at the surgical site as the site did not need drainage. The actifuse was applied both under and over the screws to secure the gaps. The actifuse migrated within 48 hours postoperatively. It was reported that the patient was fine with no reported symptoms. Upon further review of the additional information, there was no report of a patient injury associated with this event (previously reported as injury), therefore actifuse is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.